Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced he integrated electro surgical unit (iesu) to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found have generator defect, u-02 errors logged in the system. The unit was tested on an in-house system, no errors present on startup. All operations successful on all ports. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced error 25913 on the erbe generator. The procedure was aborted to another dv system. Isi followed up with the initial reporter and obtained the following additional information: system had an error on the erbe at start up and it was determined through technical services engineering that the erbe needed to be replaced.